Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 7120 competitor implantable tachy lead (B)(6) 2011; 4396 implantable pacing lead (B)(6) 2011. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead was deemed to be in a suboptimal position. The lv lead was explanted and replaced. It was also reported that there was significant undersensing on the right atrial (ra) lead. The ra lead remains in use. No patient complications have been reported as a result of this event.